Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use were general nociceptive condition non-malignant pain and joint pain/arthritis. The patient reported that for maybe a month or longer the patient¿s handset and communicator would not connect to the pump. Right now, the patient could not get it to connect to their pump at all. During the call the patient service agent walked the patient through resetting the handset and the communicator. The patient was able to connect the handset to the communicator. The patient service walked the patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product typel software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.